Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective pressure sensor assembly. Correction: replace the pressure sensor assembly.

Event description:
The following was reported to hamilton medical ag: summary: during service software : autocheck error at start up. Pes did not showed any value with pressure applied.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective presssure sensor assembly. Correction: replace the pressure sensor assembly. Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: during service software : autocheck error at start up. Pes did not showed any value with pressure applied.